Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection of the instrument found no obvious damage to the conductor wires. The instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. An energy delivery test was performed and the instrument also passed without issue. There was no problem detected for the customer reported complaint. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have a broken bipolar yaw pulley. A broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.056¿ x 0.208¿. The root cause of the broken bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.012¿ offset at the tips. The root cause is also attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the maryland bipolar forceps could not be energized and cauterize. Per surgeon it did not cauterize as normal/ expected level. It was pulled out and visually inspected. The tip was found to be misaligned. There was no batting during the procedure. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.